Event description:
It was reported the patient experienced an unknown infection manifested by abdominal pain, unable to eat food, vomiting, and dehydration, coincident with peritoneal dialysis therapy. The cause of the infection was unknown. On the day of onset, the patient was hospitalized for the infection. Treatment for the infection was unknown. On an unknown date during the hospitalization; peritoneal dialysis therapy was stopped and hemodialysis was started. At the time of this report, hemodialysis was ongoing. On an unknown date, the patient was discharged from the hospital and was recovering from the event at a nursing home facility. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.